Event description:
The customer reported that the system displayed a communication error message. The customer was required to reseat the interconnect cable and reboot the system to recover functionality. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable and lemo connector were replaced. The system was then found to be operating as intended.